Manufacturer narrative:
H10. Related: MFR# 1038671-2023-01725 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: 3740653, 120-65-15 - bone screw 6.5mm dia x 15mm long. 3655867, 120-65-20 - bone screw 6.5mm dia x 20mm long. 3634907, 120-65-30 - bone screw 6.5mm dia x 30mm long. 2828589, 160-01-13 - pf stem tapered plasma ext offset sz 132710634, 142-36-93 - cocr fem head 36mm -3.5 offset 12/14. 3709576, 180-01-56 - nv crown cup clstr hole 56mm. Group 3. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement and then approximately 8 months after the initial procedure the patient had a left hip revision. Revision op report noted that the patient's total hip arthroplasty was complicated by a fracture of the femoral shaft which essentially healed in a malunion with subsidence of the stem and obvious loosening to the acetabulum. The surgeon noted that the stem was grossly unstable, however, they did not see any actual failure of the stem such as a fracture. There were multiple scuffs with the polyethylene, which was removed. Inspection of the patient's femur did not find any instability with palpation of the greater trochanter, nor any definite acute fracture lines. It was noted that the patient had a previous fracture which appeared to be healed on x-rays. However, there was widening in the metaphyseal region. The fracture had been low, almost exiting near the tip of the stem; it was just proximal to the tip of the stem. No surgical complications. Patient outcome was not reported. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h4, h6 . MDR section codes updated/corrected: a, b, c, d, e. The most likely underlying cause for the revision reported is prosthesis wear, instability, subsidence, and femoral stem loosening and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.